Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance and capture threshold was observed on the right atrial (ra) lead in bipolar configuration. Decreased pacing impedance was also observed on the ra lead in unipolar configuration. The issue was resolved by reprogramming the device and the patient will be monitored at follow-up. The patient was in stable condition.